Event description:
It was reported that noise was observed on this rv lead. Lead remains implanted.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 and returned for analysis. Upon receipt the lead was found cut 14 cm distal to the is 1 connector pin and 46 cm proximal to the lead tip. An approximately 5 cm long medial fragment was not returned. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed marks of wear at several positions of the lead segments. In particular 7 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.